Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her insulin pump stopped functioning; the customer had a temp basal activated and when she tried to cancel it the display got stuck on 185% and the screen went blank. The customer watched the insulin pump and confirmed that time progressed; however, the device then alarmed button error. The patient's blood glucose at the time of incident was 89 mg/dl. Troubleshooting was initiated for the button error alarm. The customer did not recall any significant events leading to the button error issues other than using temp basal frequently. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. However, the insulin pump was not returned or replaced; the customer stated that it was 10pm and that she will call back in order to have the device replaced.